Manufacturer narrative:
The covidien customer support engineer (cse) verified the malfunction and replaced the liquid crystal display (lcd) panel. The cse performed the electrical safety test, ran all calibrations, the extended self-test (est), short self-test (sst) and the performance verification test (pvt); the device operated within the mfg specifications.

Event description:
Covidien received info stating that an 840 ventilator had an erratic display. The ventilator was not in use on a pt at the time the malfunction occurred.